Event description:
Capsular contracture, memory problems, blurry vision, headaches, joint pain, rashes, and recurrent yeast infections. I noticed my breast implant in right breast was becoming hard, and painful and called to discuss with my surgeon, but during the same time period, I lost my mother and grandmother in a two week period. I did finally go in for an appt to discuss, and was found to have capsular contracture again. I put the surgery on hold to remove only because my daughters were involved in a school shooting ((B)(6) high school) and needed a lot of help emotionally. I did ask for an MRI of my breasts to rule out any problems, like a rupture and was told that was not necessary. I am also told if I have the implants removed, my insurance will not cover any reconstruction or surgery to leave them out. FDA safety report ID# (B)(4).